Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that approximately one hour after a heparin drip was started on a patient in the ICU, there was only about 100ml left in the 500ml bag. Two nurses checked the volume infused on the pump and noted approximately 23ml had infused, and the volume left to infuse was approximately 477ml. The heparin bag and IV tubing were checked for any possible leakage and there was none noted. The patient needed closer monitoring of lab values and monitoring for any signs of bleeding, however there was no lasting harm.

Manufacturer narrative:
Concomitant medical products: 500ml heparin sodium ndc 0264-9577-10, lot j6h031n, exp 12/18, therapy date (B)(6) 2016. The customer¿s report of an overinfusion was not confirmed. Physical inspection noted the device to be in fair condition with the instrument seal intact. The device was observed to have long fine cracks along the top and sides of the rear case. The lower door hinge was also observed to be cracked. Fluid ingress was observed at the bottom interior of the rear case and also in the cavity where the left iui is seated. The mechanism assembly was found to be assembled correctly and in good working condition. Analysis of the pcu event log shows that at 9:50 am on (B)(6) 2016 the device was programmed to infuse heparin 25000unit in 500ml (50unit/ml) with a vtbi of 500ml, at 1000unit/hr, which makes the rate 20ml/hr. At 10:59am, the device was paused and was restarted a liitle more than 1 minute later. At 11:04am, the device was channeled off and the system was powered off. The volume recorded as being infused during this period was 23.021ml. Functional testing found the device to be delivering fluid within specification. There were no anomalies and no leaks observed with the primary set. The root cause of the reported overinfusion was not identified.